Event description:
It was reported the green cable having a frayed or separated green cable. There have been no interruptions in the breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the blue/green cable and the lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer. Blue/green cable and lemo connector blue seal replaced.